Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 4.7 mmol and stable. No bg meter comparison value was reported. The patient reported then having a seizure. She alleged that the cgm was inaccurate prior to the seizure and since it was reading inaccurately, the cgm device did not alert or ¿warn¿ the patient of her hypoglycemic state. Approximately 20 minutes after the patient¿s seizure, her bg meter was reading 4.7 mmol and the cgm was reading 3.4 mmol. No other event details were provided by the patient, including medication or treatment details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.